Event description:
The customer reported to olympus, the high definition autoclavable camera head had image artifacts and the cable sheath was defective and cut. The issue was found during procedure, and diagnostic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the manufacturer. Please refer to the following sections for the new information: d8, d9, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation of image artifact, cable sheath cut, and cable sheath defective was confirmed. Device evaluation found that there was a misalignment of the coupler mount, and the cable insulation was deteriorated. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head had image artifacts and the cable sheath was defective and cut. The problem occurred during the first intervention, and also on the second intervention. The issue was found during procedure, and diagnostic procedure was completed with a similar device. No other devices were replaced during the procedure. There were no reports of patient harm.